Manufacturer narrative:
As reported, patient underwent a procedure using one (1) unit of arista ah, post-surgery patient developed wells syndrome and swelling in arms and legs. It was reported that the residual amount of arista ah was not removed from the patient's body. The doctor stated that there is no causal relationship with arista ah. Medical affairs assessed the patient's postoperative wells syndrome can be triggered by various factors, including foreign materials. There is no documented evidence establishing a link between arista and wells syndrome. However, the absence of evidence does not entirely exclude the possibility, as a theoretical risk exists, similar to other allergic reactions. Based on the information provided, no conclusion can be made as to what if any extent the arista ah may have caused or contributed to the patient's postoperative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The warning section of the instruction for use supplied with this device states, " once hemostasis is achieved, excess arista¿ ah should be removed from the site of application by irrigation and aspiration" and also states, "arista¿ ah swells to its maximum volume immediately upon contact with blood or other fluids. Dry, white arista¿ ah should be removed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent a procedure using one (1) unit of arista ah, post-surgery patient developed wells syndrome and swelling in arms and legs. It was reported that the residual amount of arista ah was not removed from the patient's body. As the symptoms did not resolve with antibiotic alone, steroids were prescribed to alleviate the symptoms. Per information provided in follow up, the doctor who made the inquiry stated that there is no causal relationship with arista ah. Reportedly, the patient is currently improving.